Event description:
It was reported that during an ultrasound-guided kidney biopsy in normal density tissue, the device allegedly failed to fire and allegedly self activated. It was further reported that a coaxial introducer was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions, as it was able to prime, fire and obtain 30 apple samples without issue. An x-ray of the device showed that the cannula tangs were sufficiently engaged with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. As the reported problems could not be reproduced, the investigation is unconfirmed for the reported self-activation and failure to fire. Although the observed tang engagement was sufficient, it is possible that the identified bent bumper contributed to incomplete cannula tang engagement at the time of the procedure and the reported issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided kidney biopsy in normal density tissue, the device allegedly failed to fire and allegedly self activated. It was further reported that a coaxial introducer was used and the procedure was completed with another device. There was no reported patient injury.